Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
The customer reported that "59-year-old patient treated for an open fracture of both bones of the right leg following an avp. During the operation (osteosynthesis by centromedullary nailing), an 8.5-diameter reamer broke inside the patient and became stuck on the guide rod. The material was able to be recovered by the surgeon. Increased operating time.".

Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The return was visually inspected, revealing that the device is broken into two fragments at the distal end, and the other fragment was not returned for inspection. The microscopic view of the broken section indicates that the device was shattered in a brittle manner by applying high torsional overload. The breakage surface is shiny in nature, with no plastic deformation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the above investigation, the root cause can be attributed to the user-related as breakage was caused by application of high torsional force. If any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that "59-year-old patient treated for an open fracture of both bones of the right leg following an avp. During the operation (osteosynthesis by centromedullary nailing), an 8.5-diameter reamer broke inside the patient and became stuck on the guide rod. The material was able to be recovered by the surgeon. Increased operating time."